Event description:
A distributor reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative in thailand that an rt206 adult ventilator circuit failed the ventilator leak test during setup and prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B(6). Section g4: the rt206 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject rt206 adult ventilator circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Additional information: section d10: ventilator details provided. Section g4: the rt206 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt206 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the limited information provided by the healthcare facility and our knowledge of the product. Results: the reported fault could not be confirmed based on the limited information provided by the healthcare facility. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt206 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt206 adult ventilator circuit state the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative in thailand that an rt206 adult ventilator circuit failed the ventilator leak test during setup and prior to patient use. There was no patient involvement.